Event description:
It was reported that while unpacking for an unspecified procedure the imager ii angiographic catheter was protruding from the sterile packaging. The device was not used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a tear in the pouch at the hub location. There were no crease (stress) lines visible on the pouch mylar film at the area of damage. There was no visible damage on the hub. This indicates that the damage (tear) to the pouch was caused by an external factor as opposed to a result of the hub being forced through. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while unpacking for an unspecified procedure the imager ii angiographic catheter was protruding from the sterile packaging. The device was not used. No patient complications were reported.